Event description:
According to the reporter: the customer reports that when the surgeon started to inflate the balloon, the balloon burst and a part (approx 0.5 cm2) fell into the patient's cavity. Despite checking by the operating room team, this piece was not found.

Manufacturer narrative:
(B)(4).